Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot, UDI, and expiration date. Part: 04.033.272s, lot: 2l93879, manufacturing site: (B)(4), release to warehouse date: january 29, 2019, expiry date: december 31, 2028, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Possible lot number: 2l93879. Complainant part is not expected to be returned for manufacturer review/ investigation, discarded. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal and re-implantation procedure due to a non-union brought about by a broken femoral recon nail (frn) and screws. The reported devices were easily removed without any problem. The procedure was successfully completed without surgical delay. Patient status is unknown. Concomitant device reported: unknown end cap (part # unknown, lot # unknown, quantity 1), 5.0mm ti locking screw (part # 04.005.540s, lot # h764247, quantity 1), 5.0mm ti locking screw (part # 04.005.558s, lot # h536712, quantity 1), 5.0mm ti locking screw (part # 04.005.566s, lot # h491348, quantity 1). This complaint involves three (3) devices. This report is for one (1) 12mm / ti cann frn / gt 420mm / right - sterile. This report is 1 of 3 for (B)(4).

Event description:
Concomitant device reported: end cap (part number unknown, lot unknown, quantity 1), screws (part number unknown, lot unknown, quantity 3).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: b5: concomitant devices reported. D11 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.